Manufacturer narrative:
A visual examination of the returned device found that the stent was fully deployed and not returned. No issues were noted with the profile of the device. No issues were noted in the movement of the outer sheath along the device. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. This is defined as a complaint that is associated with a product that meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment of a stricture located in the front of the common bile duct. The lesion was approximately 2-3cm in length. The patient anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. During the procedure, the stent was positioned at the target site over a guidewire. However, the physician confirmed under x-ray that the proximal end of the stent failed to deploy. The partially deployed stent was removed from the patient. The procedure was completed with another wallflex biliary rx covered stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment of a stricture located in the front of the common bile duct. The lesion was approximately 2-3 cm in length. The patient anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. During the procedure, the stent was positioned at the target site over a guidewire. However, the physician confirmed under x-ray that the proximal end of the stent failed to deploy. The partially deployed stent was removed from the patient. The procedure was completed with another wallflex biliary rx covered stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) for the reported event of stent deployment issue (partial deployment). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.